Event description:
Caller states the patient tested 2.2 inr on the coaguchek xs system while a result obtained in the emergency room returned as 1.5 inr. Patient had previously been hospitalized for deep vein thrombosis (dvt); patient was re-admitted to the hospital following the reported results. Requested return of suspect system and replacement was sent.